Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2011; d224trk implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Event description:
The patient reported having a "thumping feeling" the the chest. During an office visit, the patient symptoms were able to be recreated when the patient's knees were brought to the chest. The physician determined that patient had localized chest wall stimulation from the right ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.